Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the third of three reports for the same patient involving three separate products that involved burst of a retention balloon. Refer to report 9611594-2016-00018 for the first report and report 9611594-2016-00031 for the second report. A report was received from the (B)(6) stating a problem was noted with a jejunal feeding tube, one of the weighted devices this time. The balloon burst and the tube fell out. This is the seventh time an enteral feeding tube had to be replaced on the same patient. Additional information received on 12-jan-2016 stated the device was in use for four days prior to the event. The tube was changed 7 times but not for the reason of bursting balloons. The bursting balloon event has occurred only 3 times but on two different sorts of tubes. No additional detailed information was provided regarding the four previous events.